Manufacturer narrative:
A review of lot c361 was performed and there were no non-conformances related to this complaint. This lot met all release requirements. Trends were reviewed for all complaint categories and an upward trend was detected for alarm #1: air detected. CAPA (B)(4) was initiated for alarm #1: air detected and is now closed. No trend was detected for complaint category tubing leak. The product return investigation is still in progress at the time of this report. A supplemental report will be filed when this investigation is complete. (B)(4).

Manufacturer narrative:
The smartcard, kit components and a photo associated with this complaint were returned for the analysis. The smartcard data indicated that the prime was completed successfully. A collect pressure warning, air detected warning, system pressure alarm and return pressure alarm were seen during the treatment and then procedure was aborted. The photo shows a small drop of blood on the collect tubing where it joins a port on the collect pressure dome. Manufacturer examined the returned kit and confirm the same location for blood as seen in the photo. The kits components (pressure dome, collect line and ac line) were pressure tested for leaks and no bubbles were seen moving inside the collect line or the collect pressure dome. Based on the product evaluation, the leak could not be confirmed. Device history record review did not identify any related non-conformances. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer reported air detected alarms occurred when a double needle mode treatment had reached 1335 ml whole blood processed. A blood leak was also noticed at one of the tubing connections of the collect pressure dome, between the dome and the pump tubing organizer. The treatment was aborted; the blood in the kit at that time was not returned to the pediatric patient. This was not a blood prime treatment. Cse assisted customer to estimate patient blood loss at 268 ml. A 156 ml anticoagulant was delivered to patient, at 12 units/ml. Patient fluid balance was -68 ml when the treatment was aborted. The customer has agreed to return the kit for investigation.